Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.25x38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the proximal end of the stent struts were lifted up due to scratch with the lesion in the distal end of the lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the proximal end stent were lifted and bunched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.25x38mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the proximal end of the stent struts were lifted up due to scratch with the lesion in the distal end of the lad. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient was stable.